Event description:
Boston scientific received information from the patient advocate that this device was working at only eighty percent and the patient may die. The advocate contacted our company to report that she had expected one of our representative to follow the patient's device, however the patient was not followed. The advocate expected the representative to visit the patient's home. The area field representative reported that she did not have any information regarding this patient or their medical history. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.